Event description:
Vns pt underwent revision surgery due to an increase in seizures and a high lead impedance result during device diagnostic testing. During the revision surgery, it was noted that the lead connector pins were loose in the generator header. The lead pins were reconnected to the generator header and subsequent device diagnostic testing was within normal limits. High lead impedance results were initially reported to the manufacturer eight months prior (dc-dc code 6 and ok). Treating neurologist indicated at the time that he believed that the high impedance result was related to the way that the device was implanted. The pt could feel stimulation and was receiving the programmed therapy since the device diagnostic testing did not result in "ok" and not "limit". The pt was reportedly doing fine at that time and no intervention was planned. Revision surgery was later performed when the pt began to experience an increase in seizure activity.